Manufacturer narrative:
Corrected data: although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The suture and stent assembly were not returned for evaluation. A visual examination of the device revealed that the guide catheter was stretched at the proximal end, indicating that force was exerted on the guide catheter assembly during deployment of stent. The distal end of the guide catheter was bent/kinked indicating that during guide catheter retraction/deployment, the suture embedded inside the guide catheter. The distal end of the push catheter was kinked. A functional evaluation revealed the guide catheter could not be actuated due to the resistance that occurred during retraction of the guide catheter assembly. Based on the damages found on this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the deployment of the stent, the stent became entangled with the suture and the suture was also deployed. The stent and suture were retrieved with forceps, snares, a retrieval basket. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During the deployment of the stent, the stent became entangled with the suture and the suture was also deployed. The stent and suture were retrieved with forceps, snares, a retrieval basket. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B) (6). (B) (4) (therapy/non-surgical treatment, additional). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.